Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (damaged) issue. It was reported the display screen was scratched and could not be safely read. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device was returned and evaluated by product analysis on 09/17/2014 with the following findings: the complaint could not be confirmed. The display screen was observed to be undamaged. Unrelated to the complaint, the display screen lens film was found to be scratched.